Event description:
The facility reports the nurse went to turn the patient on his side. The nurse placed the sling under the patient, and then hooked only the right side of the sling. The nurse pushed the up button to lift the right side. When the nurse let go of the up button, the lift kept going up, almost causing the patient to roll over the side of the bed. No injuries were reported.

Manufacturer narrative:
It was reported the button on the handset was worn. The handset was not returned to the MFR for investigation. According to the info received, the button of the handset must have stuck in the raising position after the caregiver released it. When the caregiver saw that the lift kept going up, she should have stopped the device by pulling the emergency cord. The device and slings system is designed to be used for transfer with slings properly attached to the spreader bar. The MFR does not recommend the use of this system for turning the patient in their bed, as there is a risk the patient or caregiver can be injured if the patient is not properly secured in the sling. For example, distraction of the caregiver during the lifting can produce a situation where the patient and caregiver can be hurt if the caregiver doesn't stop the lift at the proper moment during the positioning of the patient. The patient. The MFR recommends the customer be instructed to avoid using the sling without all straps correctly attached to the device. This kind of use could result in a non-secure situation for the patient. It is also recommended personnel that operator this type of product be retrained in accordance with the operating instructions, and the lifters be serviced as indicated in the manuals.